Event description:
The following information was reported to gore: unknown date, a patient underwent endovascular treatment of an abdominal aortic aneurysm using endurant. On (B)(6) 2022, a reintervention to place additional stent grafts to treat a distal type I endoleak at a left leg using three gore® excluder® aaa endoprostheses. Third device, plc121200j, was implanted distally from a left common iliac artery to a left external iliac artery. A dissection at the distal side of plc121200j was observed. An attempt was made to implant a bare stent to treat the dissection. However, a wire was not able to insert, it was not performed. A vascular graft was implanted at the dissection part. An angiography revealed only a type ii endoleak. The type ii endoleak was from a lumbar artery and was a location where the endulant was implanted. The physician decided to monitor the type ii endoleak. The patient tolerated the procedure. The physician stated that he tried to landing the distal end of plc121200j on the more proximal side of the tortuous of the left external iliac artery. However, plc121200j was implanted at the distal side beyond the tortuous area of the left external iliac artery and the distal end of plc121200j may have contributed to the dissection. Reportedly, the left external iliac artery was highly tortuous. When a stiff wire was in place, the left external iliac artery was in a straightened state, and when the wire was removed, the stretching was restored, and the distal end of the plc121200j was probably implanted more distally than at the bend. Additional procedure other - other/unknown is being used for vascular graft replacement.

Manufacturer narrative:
(B)(4).